Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05228, 0001825034-2017-05226, 0001825034-2017-05227. Concomitant product(s): unknown cup, unknown stem, unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision for unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection found deep gouging at the apex and all around the outer radius to the outer radii of the e1 bearing. The damage likely occurred during removal. The inner radius of the bearing exhibited light surface scratching. The cause of the scratches is unknown. Due to the use and damage to the bearing, no dimensional analysis will be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-043111.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to disassociation. The patient presented to surgery with a dislocated dual mobility hip prosthesis. It was found that the poly bearing had disassociated with the femoral head and the surgeon elected to remove the dual mobility liner from the shell to replace it with a constrained liner to prevent further dislocations. No additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.